Event description:
It was reported by the patient that the patient¿s blood glucose reached approximately 190 mg/dl while wearing the pod between 1 and 4 hours. Patient received a high blood glucose message, it was discovered that the pink slide insert did not move into the viewing window. Upon removal patient noted cannula/needle had never deployed from the pod and the cannula was not visible, which indicates a failure of the needle mechanism. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.